Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the staple itself broke into three pieces before being fired. It was noted the surgeon was able to pressed the green button, and was not able to squeezed the handle. Device was replaced to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staple. No visual abnormalities were observed initially. Pmv performed functional testing. The reload was loaded into a pmv representative instrument for functional testing. The reload began to fire but then articulated to one side. The reload was unloaded from the instrument and it was observed the adapter was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.